Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). The system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, d14. The software analysis was completed. The site planned the deep brain stimulation (dbs) lead placement on t1 and t2 which loaded in a few days before the case. Then the site added the CT as a reference exam and merged with t1 and t2 plan. It was observed that the plans were shifted approximately 3cm after doing merge. As per the information provided, it was confirmed that the site used the pre-merge for the reported case, and the system had been updated to app 2.1.0 and they were unable to replicate the issue now. There was enough information to suggest a software anomaly occurred on the date of the issue. Cods b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a deep brain stimulation lead placement. It was reported that the surgeon's loaded the plan for dbs lead placement on t1 and t2 (loaded in a few days before the case), and then when going into the case on the day of, they added a computerized tomography (CT) as a reference exam and then merged that with the t1, t2 plans, but the surgeon claimed that the plan shifted by about three centimeters (cm) after doing the merge. The manufacturer representative confirmed that the site intermittently used a pre-merge for its cases and pre-merge was used on this case. The system had just been updated to 2.1. The manufacturer representative was currently unable to replicate the issue. The manufacturer representative did note that the plan only shifted with the CT scan. This occurred preoperatively, and there was a surgical delay of less than one hour. There was a patient present. There was no impact on patient outcome.